Event description:
It was reported that the right atrial (ra) lead had noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4965-15, serial # (B)(4), implanted: (B)(6) 2008; product ID addrs1, serial # (B)(4), implanted:(B)(6) 2008, explanted: (B)(6) 2013. (B)(4).